Manufacturer narrative:
Medical device expiration date: na. PMA/510(k): k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were discrepant results. This is a report of a single occurrence. No false results were reported to the clinician or the patient. The following information was provided by the initial reporter: we have started to do evaluation tests of the hsv vzv biogx tests on the 2nd floor automaton. For the moment just a few samples. I would have liked to have your opinion on a CT discrepancy problem on hsv1 positive clinical samples passed in parallel on the bdmax of the 4th and 2nd. The laboratory observed different results by passing the same samples on the 2 instruments.

Manufacturer narrative:
The complaint alleges the bd max instrument catalog number 441916 and serial number (B)(6) had "hsv - discrepant". Field service engineer was dispatched and normalization was performed. The complaint is confirmed. The root cause is "unknown". Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed 1 prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were discrepant results. This is a report of a single occurrence. No false results were reported to the clinician or the patient. The following information was provided by the initial reporter: we have started to do evaluation tests of the hsv vzv biogx tests on the 2nd floor automaton. For the moment just a few samples. I would have liked to have your opinion on a CT discrepancy problem on hsv1 positive clinical samples passed in parallel on the bdmax of the 4th and 2nd. The laboratory observed different results by passing the same samples on the 2 instruments.